Event description:
The customer reported via phone call that they were hospitalized. It was unknown if the customer's hospitalization was diabetes related. The customer's blood glucose was unknown. It was also unknown what issues the customer had with their sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.